Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. After five months and eight days of post filter deployment, the patient suffered from upper abdominal pain, a computed tomography (cta) was revealed an inferior vena cava filter was present. One of the limbs of this filter protruded through the wall and was seen at the anterior margin of the aorta. Eventually two months and seven days later, computed tomography (cta) revealed that an inferior vena cava filter in place. One of the legs may be within the left renal vein this was unchanged. Therefore, the investigation is confirmed for perforation of the ivc. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 06/2020).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter limb perforated and the patient experienced upper abdominal pain. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.